Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the ER after receiving inappropriate atp and shock therapy due to a svt diagnosing as a vt. Programming changes were recommended, and the device remains implanted.